Manufacturer narrative:
Reporter phone number-(B)(6). B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy due to lead migration. Surgical intervention was undertaken wherein the lead was explanted to address the issue. The physician was unable to implant a new lead due to patient¿s anatomy.

Manufacturer narrative:
Confirmation of migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. Sudden trauma may cause lead movement and excessive lead migration may require surgery to replace the lead/s. The report stated dislocation of the electrode (migration). Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.